Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a calcified lesion in the lcx. During insertion of the orsiro stent system resistance was felt and therefore the stent was removed from the patient's body. Upon removal a stent deformation was detected.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is not well folded anymore and shows signs of inflation. The stent is severely deformed over its entire length and displaced in distal direction. Microscopic analysis of the balloon surface revealed clearly visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.